Event description:
(B)(4). First of all the procedure was very painful. I started having pain and numbness in my left leg, weight gain, bloating, chronic pelvic pain, tenderness on left side, pain during intercourse, irregular/extremely heavy periods, periods lasting 3 weeks at a time, and back pain/spasms.